Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultralink meter read inaccurately high. The complaint was classified based on the customer care advocate (cca) documentation. It is not clear when the alleged issue began. The patient reported a blood glucose result of "about 325 mg/dl" with the subject meter. The patient manages his diabetes with insulin pump therapy. At the time of the alleged issue, the patient administered self 22 units insulin through his pump. About 1 ½ hours after, the patient claimed he "passed out." The patient's wife found him and contacted emergency medical services (ems). Once ems arrived, the patient obtained a blood glucose read "21 mg/dl" with the ems meter. The patient was given glucose tablets/ glucose gel as treatment. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement. The cca educated the patient on using expired test strips for testing. Replacement products were sent to the patient. This complaint is being reported because, the patient claims he obtained an inaccurate reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
The meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the meter has passed testing. The alleged issue was not observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted.